Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that costumer is deceased. Death reported by customer's spouse. She stated that the cause of death was coronary arterial decease and diabetes mellitus. She explained that customer went into cardiac arrest on (B)(6) and was taken to the hospital where the doctor was able to bring back his heart beat but did not gain consciousness again. She stated that customer was not wearing the pump at the time of death and that customer had taken off the insulin pump before showering and was not sure if he had the insulin pump at the time of the initial incident. Blood glucose level at time of death is unknown and last blood glucose reading could not be provided either as customer was not wearing his meter. Customer's wife requested assistance on clearing the balance on a bill received and agreed on sending back the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.